Event description:
The pt performs blood glucose tests on the suspect device and injects insulin on a sliding scale depending on the result obtained. The suspect device read 242mg/dl and insulin was taken. Pt then began to have hypoglycemic symptoms and went to the hosp where pt's blood glucose level tested at 34mg/dl. Pt was treated for hypoglycemia.